Event description:
Customer alleged discrepant, back to back blood glucose results of 152 mg/dl and 77 mg/dl when testing was performed within 10 minutes on the advantage system. Customer reported having no symptoms and taking no treatment/action based on the results. A request was made for the return of the suspect device and replacement product was sent.